Event description:
A 3.0mm diameter x 16mm length medtronic ave gfx2 stent was inserted into the right coronary artery after predilation with a 1.5mm diameter ptca balloon. It was not possible to cross the target lesion; therefore, the stent and delivery system were pulled back into the tip of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon. The dislodged stent was snared from the coronary artery, successfully. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. There was no further treatment to the target lesion and there is no further info available from the user facility.